Event description:
It was reported that before an unknown procedure, an error code 3 was displayed. Ful protocol check-up was performed. Device has been tested with several generators where the same error code appears. No consequence to patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 3 was displayed. The instrument was disassembled to inspect internal components; a torn acoustic isolator was found. Additionally, corrosion between the electrodes was found as evidence of moisture ingress. Internal electrical testing revealed that circuit was open. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. The moisture between the electrodes affected handpiece performance and functionality resulting in an error code 3.